Manufacturer narrative:
(B)(4)

Event description:
The customer reported false negative reactions with anti-b and only weak positive reactions with anti-ab on erytype ab0+d. The customer has sent us the complained lot of erytype ab0+d. The sample was tested manually with different fresh red cells of various abo blood groups. All positive reactions with the anti-b and the anti-ab reagents were strongly and correctly positive. We didn't observe any false negative results. Therefore, we cannot confirm complaint.